Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the camera will only recognize the non-sterile reference frame when one sphere is removed. Geometry error is .7 with all 4 spheres and .2 when one is removed. They also experienced similar issues with the non-sterile products. Site confirmed that the camera position and the camera lens were clean. Issue occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.